Event description:
It was reported that a patient experienced migration of a sacroiliac xia serrato polyaxial screw seven months after implantation. Revision surgery is not currently planned.

Manufacturer narrative:
Additional data: b5 h6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that the tulip of a xia serrato polyaxial screw disengaged from the screw shank seven months after implantation. Revision surgery is not currently planned.